Event description:
The distributor called in 2005 and subsequently, the patient's caregiver called. The caregiver reported that she always buys the same product/size from the same distributor. She stated that the product label was for a 18 french outside diameter, 2.3 cm length low-profile gastrostomy feeding tube. She placed the product into the patient and within one week after placement the patient developed a severe infection that required hospitalization and treatment with antibiotics. The doctor removed the feeding tube and told her that it had caused the infection as it was a 0.8cm length and was feeding into the stoma and not directly into the stomach. Patient has been using feeding tubes for many years.